Event description:
It was reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump and successfully reload the existing cartridge and resumed insulin therapy. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. The customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose level was 290 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.